Event description:
It was reported that during a low anterior resection procedure, cut completely but incomplete staple line. Surgeon had to cut out the instrument to remove it and to finish the surgery, they made an anastomosis by hand. Pt is well. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 11/06/2009. Info anticipated, but unavailable at this time.